Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: power supply, sl power, rohs, pinch valve assembly, pcb assy, centrifuge dist. Brd, scr pan hd ss 8-32 x.38 long, sc, mach, phil, pan, ss,8-32x 1/4. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported a burnt power supply and broken fan connector for a centrifuge distribution board is broken. There was no donor involvement.